Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the log files reveals six (6) controller power- up between (B)(6) 2016. The first event shows batteries (b)(3) connected to ps1 and ps2 respectively. Before this event, the capacities of these batteries were (B)(4) at 96% and (B)(4) at 32%. Later, data entries show that the battery (B)(4) was replaced with an ac adapter. Then, on (B)(6) 2016, the logs show  batteries (B)(4) connected to ps1 and ps2 respectively. Prior this event, the capacities of these batteries were (B)(4) at 99% and (B)(4) at 59%. These events indicate that both power sources were disconnected from the controller. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench. Supplemental testing was performed on this controller, which included subjecting the power source cables to a tug test on the cables while the power sources were providing power to the controller. The results revealed that the connections between the power sources and the controller were reliable. Additionally, the controller was exposed to temperatures of 50oc to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the "no power" alarm was triggered when both power sources were disconnected from the controller. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that received email with log files came from the vad coordinator on (B)(6). It was stated that the patient was seen in clinic for routine visit. The vad coordinator reported that while she disconnected 1 battery from controller to untangle cables, she witnessed the controller screen go blank with no audible "no power alarm". The vad coordinator stated that the other battery attached to controller at time of event had 50% power and connection appeared to be intact. Also that the second battery was reconnected to controller and controller powered back up. It was stated that the log files were sent and analyzed after patient left clinic and log files confirmed a controller power up and associated pump start at the time of this event, as well as 3 additional controller power-ups and pump start events on (B)(6). The manufacture representative discussed log files with the vad coordinator and the patient was instructed to ensure power connections were fully locked into place and to confirm connection prior to any power changes. It was stated that the patient was also instructed to observe the controller screen during power changes and report any issues to vad hotline. It was stated that the decision was made to bring patient back into clinic on (B)(6) for further assessment of power ports and battery connections. It was stated that the patient was seen back in the clinic on 9/29/16 and the controller power ports assessed and determined to be intact. Site did note that there seemed to be a "slight catch" when making power connections to controller on both sides. Site then decided to perform a controller exchange. It was stated that the patient tolerated the controller exchange well and there were no effect on patient. Site did note that power connections to the new controller connected with ease. No additional information available.